Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine and dilaudid via an implantable infusion pump. It was reported that a year and half ago the pump "dislocated and is laying on my lower lumbar cage. It was noted that the device was turning sideways in the patient's hip and pulling where the catheter is. The caller stated that it burned like it's on fire and that she was in a lot of pain. The patient did not currently have a healthcare provider but wanted the device explanted. The caller was provided a physician listing.